Manufacturer narrative:
The reported failure/defect could be confirmed, and it was found that the flange of the head shaft was broken away. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the panel. The broken flange implies that the panel unit has been exposed to high mechanical forces. The consequence too this kind of mechanical damage is that the panel gets detached and in a worst case falls off the ventilator carrier. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it¿s designed to sustain.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator's monitor was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).